Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to inflation issues. An old aus device was removed and replaced with a new aus. No patient complications were reported.